Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) the proximal segment of the lead was returned, analyzed and analysis revealed an outer insulation breach and metal ion oxidation. It was noted there was blood on the distal and proximal conductors (not obstructed), there was cosmetic metal ion oxidation of the outer insulation, cosmetic depression of the outer insulation, environmental stress cracking of the outer insulation and a cosmetic depression of the outer insulation. (B)(4).

Event description:
A lead was returned, was analyzed and tested out of specification. The lead was removed due to the patient's death which is unrelated to the out of specification finding. No patient complications have been reported as a result of this event.